Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he had a loss of therapy. His urinary incontinence returned on (B)(6) 2016. He did not feel stimulation and therapy was on. He was on program 3 at 2.8 and increased to 4.80. There were no falls related to this issue. He did lose some weight recently and used the treadmill.